Event description:
On 09/23/1997, vasoseal was used following a ptca procedure. Manual pressure was held for 15 min. The venous sheath was pulled and due to oozing from venous site, pressure was applied for 45 min. A hematoma was noted. The patient was transferred to recovery where hematoma began to expand and manual pressure was applied. On 09/24/1997, the patient began having chest pains and hemaglobin dropped. The patient was given a transfusion. Additional pressure was applied and femostop was applied to groin.